Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that when attempting to charge the device to deliver defibrillation energy,the device would display a disarming message. As a result, defibrillation therapy would not be available, if it was needed.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a shorted integrated circuit. Designator u34.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that when attempting to charge the device to deliver defibrillation energy, the device would display a disarming message. As a result, defibrillation therapy would not be available, if it was needed.